Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. The trilogy ev300 device was evaluated by a philips field service engineer (fse). The device evaluation found proportional valve and three-way (3-way) solenoid valve had caused the active exhalation verification test step to fail on the device. The philips fse replaced the device's proportional valve and 3-way solenoid valve to address this issue. After replacing the parts on the device, the philips se performed test and verification on the device, which passed on the device. The philips fse placed the device back into service.